Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the retracta detachable embolization coil was not usable since the coil could not be detached. The coil was further noted to be stretched. There was no reported impact to the patient as a result of the product problem.